Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. Upon deployment of the valve, an infold was noted. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was prepared and was loaded into a new dcs. The dcs was recurrently inserted into the patient and advanced to the aortic annulus. Upon deployment, poor expansion was noted as well as pvl. It also was noted in regard to the valve, "the l (left) side did not attach." In response, the valve was recaptured and withdrawn from the patient's body. A new non-medtronic valve was then prepared. Prior to attempted implantation, a pre-implant balloon aortic valvuloplasty was completed with a non-medtronic 22-millimeter (mm) balloon. During the pre-implant bav the balloon ruptured. This led the physician to suspect that the patient had abnormally hard calcification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.